Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported via the national medical products administration (nmpa) reporting system that the tubing of an opt316 optiflow junior infant nasal cannula was found to be torn during setup. There was no reported patient involvement.